Event description:
The facility representative reported an underinfusing pump during bio-med testing. According to the facility representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition (underinfusing) was confirmed during the pre-accuracy test. Service replaced the pump head module and tested the device.